Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The sample initially resulted in a tnt hs value of 181 ng/l. The patient sample was repeated, resulting in a value of 10.2 ng/l. Two additional samples, taken after the complaint one, resulted in tnt hs values of 10 ng/l. The initial questionable result was reported outside of the laboratory. The tnt hs reagent lot number was 566409, with an expiration date of 31-dec-2022.

Manufacturer narrative:
Upon review of the alarm statistics, several sample handling-related alarms like sample clot, sample foam, and sample short alarms, were observed. The sample clotting time was too short and was not performed according to the tube manufacturer's recommendations. The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic sample handling.